Manufacturer narrative:
(B)(4 0. Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported that she went into a coma because her sensor stopped working. On 06/08/2024, she reportedly received no alert on the g6 mobile app overnight while asleep. Her husband called paramedics. She woke up at the hospital on sunday. She was treated with an IV with glucose in it and zofran for nausea. Of note, the patient is a tslim x2 pump user. At the time of the report, the patient was okay. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No additional patient or event information is available.